Event description:
It was reported by the patient that the device was causing her pain in her neck due to the tie-down protruding. She said that she had lost some weight about a year ago and the tie-down was starting to protrude about then. Over the last few weeks it has been causing pain when it was touched or when she turns her neck. The patient indicated that she had wanted the device removed a year ago, which per the physician was due to unsubstantiated lack of efficacy. The patient current feels that the device is malfunction and wants it removed. The patient saw a surgeon the prior year and the surgeon indicated that she did not require surgery. No additional information is known at this time.

Event description:
Manufacturer follow up with the patient's physician revealed the physician has not seen the patient in several years, and no questions were able to be answered.

Manufacturer narrative:
The incorrect lot number was inadvertently reported on the initial MDR. The correct lot number is provided.